Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the pump had no power. It was noted that the battery compartment was cracked and there was moisture inside the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up # 1 date of submission 08/02/2016-device evaluation: the pump has been returned and evaluated by product analysis on 07/11/2016 with the following findings: a review of the pump black box data revealed one pump reboot had occurred. During a visual inspection of the pump, no damage was found to the battery compartment or returned battery cap. There was moisture observed in the battery compartment. A power loss was observed during evaluation. During testing, the pump powered on to the verify screen, however, a cs 128 replace battery alarm occurred when the verify screen was confirmed. A leak was found due to a crack in the battery compartment. Additional testing was not able to be performed due to moisture ingress. The pump case was removed, and no additional evidence of moisture ingress or damage to the power circuit was found. Unrelated to the complaint, investigation revealed that keypad was torn; however, no leaks were found. The up arrow and down arrow keypad buttons were found to be over responsive when tested. The keypad cover was removed and the button contacts were found to be inverted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).